Manufacturer narrative:
Inspected one opened/used random sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test dop114-830. Sensor failed per specifications due to high readings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced sensor glucose versus blood glucose differences with threshold suspend and high and low blood glucose. The customer's sensor glucose was below 40 and blood glucose was 98 mg/dl. The caller also said that the customer had a blood glucose that was over 300 mg/dl one day and 62 mg/dl another day. She declined troubleshooting for both the high and low blood glucose events. The customer was advised that their blood glucose and sensor glucose were not within acceptable range. The sensor will be returning for analysis. The insulin pump will not be returning for analysis.